Manufacturer narrative:
H.6. Investigation: customer returned an image of a shelf carton for 1.0ml syringes. The lot number, manufacturing date, and expiration date are not fully legible due to a printing error, resulting in text printed over the existing text. A review of the device history record was completed for batch# 1095227. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the lot and manufacturing information being illegible. There were no quality notifications or maintenance dispatches relating to this complaint during the production of this batch. A root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the packaging of bd insulin syringes with bd ultra- fine needle had lot and expiry information that was illegible. The following information was provided by the initial reporter: vendor lot & expiry date not clear.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. Common device name: hypodermic single lumen needle. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of bd insulin syringes with bd ultra- fine needle had lot and expiry information that was illegible. The following information was provided by the initial reporter: vendor lot & expiry date not clear.